Manufacturer narrative:
Continuation of concomitant: 407645 lead implanted: (B)(6) 2005; mdt-wrench wrench implanted: (B)(6) 2017.

Event description:
It was reported that during a device generator change, the physician fully inserted the lead pin into the header. Upon attempt to tighten the setscrew with the torque wrench, the physician noted no clicking sounds. A tug test was performed, and the lead pin did not move. The physician visualized that the pin was fully inserted. A different wrench was used and the setscrew continued to turn. All lead measurements were normal. The device is still in use. No patient complications have been reported as a result of this event.